Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent alert 38 restart notifications indicating a motor stall and also received an insulin occlusion alert; after multiple restarts failed to clear the alert, the user removed supplies and performed a change of cartridge and tubing with new supplies, after which the alert did not recur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not impacted. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.